Event description:
We used this lead to replace the lead of a pt which was broken after 4 years of use (cf joined pir). So the lead was new. The surgeon placed the lead, connected it to the extensions and put all the connections inside. Then we did an impedance measure with the n'vision (the ins was a synergy). The only normal impedances were with contacts 2&3, 2&6, 2&7, 3&6, 3&7 and 6&7 (1442 ohms). The others were above 4000 ohms. We decided to test the lead with only the external neurostimulator 37022. We had abnormal impedances for contacts 1,4 and 5 each time we tested it. The surgeon decided to change the lead. There was no pt injury associated the event. The pt was fine afterward.

Manufacturer narrative:
(B)(4): the lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.